Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline did not open distally. The device was replaced, and the patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured aneurysm located in the ica. The patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered, and the pru level was said to be usual.